Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of may 7, 2021, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. (B)(6). Block h6: the imdrf patient codes capture the reportable events of: e2006 - captures the reportable event of mesh erosion. E0506 - captures the reportable event of post-coital bleeding. E2330 - captures the reportable event of pelvic pain. E1715 - captures the reportable event of granulation tissue. E2308 - captures the reportable event of disfigurement. E0206 - captures the reportable event of mental pain and loss of enjoyment of life. E2401 - captures the reportable event of severe and debilitating injuries. The imdrf impact code capture the reportable event of: f1905 - captures the reportable event of mesh revision surgery. F1903 - captures the reportable event of mesh removal surgery.

Event description:
It was reported that the patient had an upsylon y-mesh implanted during a procedure and has since experienced complications. These include mixed urinary incontinence, erosion of the implanted mesh into surrounding tissues and organs, granulation tissue, post-coital bleeding, and pelvic pain. Subsequently, the patient underwent a partial vaginal mesh excision surgery on (B)(6) 2024, followed by another mesh excision surgery on (B)(6) 2024. The patient also claimed to have suffered severe pain, unnecessary expenses, embarrassment, disfigurement, and harm as a result of the implantation. Additionally, she stated that she may need to undergo further surgery and could, in the future, experience damages such as significant pain, severe and debilitating injuries, serious bodily harm, mental and physical pain and suffering, and ongoing medical expenses due to the implantation of the device.